Manufacturer narrative:
One un-sealed sample of part number 31181098e and lot number 0211715410 was received. There were trace residues consistent with biological contaminants on the device. Visually, the tip was broke off which would have resulted in the reported event. The tip was not returned. The inner shaft assembly was removed for further analysis. There were unusual abrasions around the shaft circumference 0.01¿, 0.02¿, 0.08¿, 0.12¿, 0.13¿, and 0.14¿ proximal to the break. The customer indicated the device broke while drilling. There was no indication of an issue prior to use. The drawing indicates the assembly is subjected to a 10lbf pull force while supported by the housing; this would have likely detected any anomaly in the construction of the device or any defect related to the tip / shaft strength. The damage to the shaft and tip most likely indicates the tip broke as the result of excess forces during use. Note ¿ excess; exceeded sufficient pressure required for operation. The IFU warns excessive pressure applied to bur may cause bur fracture.

Event description:
Additional information was received indicating that the surgery was completed with another visao bur (product # 31181098e).

Manufacturer narrative:
Corrected information: sex, no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation was not performed; product was not returned for analysis. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while the doctor was drilling the cochlea with this 1.0mm bur, the distal part of the bur (the head, the metal part) broke away from the shaft. The doctor recovered this part from the surgical field with forceps. There was no patient injury.